Event description:
Revision due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 11/20/2015 - litigation papers allege that friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result the patient began experiencing squeaking, severe pain and discomfort and inflammation in and around his implant and was found to have significantly elevated cobalt-chromium levels. During the revision procedure, it was further discovered that the patient had developed significant metallosis around the hip with accompanying tissue damage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revision due to pain. Doi: (B)(6) 2004, dor (B)(6) 2013 (right hip). Update rec'd (B)(6) 2013 - patient operative records were received. Records indicate the patient was revised to address metallosis as well. Upon revision there was corrosion found behind the patient's cup and under the head. The cup and stem are being added the complaint. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Patient operative records were received. They are foremost a description of the surgeries and do not conclusively offer a root cause for the now reported right hip revision. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.